Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient had a normal im tfna procedure on (B)(6) 2020, the helical blade was inserted and determined to long in length. Helical blade was extracted using the extractor (03.037.032), however, noticeable damage done prior to the procedure on the extraction instrument that the slide hammer comes into contact with (03.037.032) was noticed. Used the extractor without that component that the slide hammer comes into contact with. Helical blade was swapped for an appropriate length. Procedure preceded until set screw needed to be tightened down. At this time the flexible screwdriver ( 03.037.028) was used and unusual audible noise. The set screw engaged took several attempts to lock. No noticeable damage was noticed to the flexible screwdriver prior. The next component that failed was the connecting screw (03.037.010) and ball tip screwdriver (03.010.517) would not release the nail of the insertion handle. There was a screeching audible noise heard as well as much torque needed to finally detach the nail off the insertion handle. Nail may have been damaged on insertion. The nail may have been cross threaded on assembly onto the handle which gave the problems of engaging the set screw and removing the handle off the nail. As well as prior damage before the procedure. No direct patient impact and except for adding surgical case time. The procedure was successful completed with 10-15 minutes surgical delay. Patient status is unknown. This complaint involves ten (10) devices. This is report 8 of 10 for (B)(4).